Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump displayed an ¿unable to proceed¿ message and would not advance past the rewind stage during a supply change as part of a new device setup, and guided troubleshooting did not resolve the malfunction. Symptoms included no clinical symptoms or adverse health effects. Outcomes included no medical intervention, no hospitalization, and continued diabetes management with cgm via a separate app or receiver. Investigation included customer service troubleshooting and logistical verification, including shutdown guidance and data handling education. Investigation of this case revealed a device operational failure during setup without identifiable user error, consistent with a pump malfunction related to device operation during the tubing fill/rewind process. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to faulty motor.